Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a sensor scan of 250 mg/dl and based on the obtained scan, the customer self-treated with insulin (type/dose unspecified). Consequently, the customer experienced symptoms of seizure, a loss of consciousness, and went into a coma. An emergency doctor who obtained blood glucose of 20 mg/dl compared to a sensor scan of 120 mg/dl and the hcp brought the customer out of a coma (treatment unspecified). It is unknown if the comparative readings were obtained within 10 minutes. The customer was taken to the hospital where a laboratory result of 240 mg/dl was obtained as compared to a sensor scan of 240 mg/dl. No further information was provided. There was no report of death or permanent injury associated with this event.